Event description:
It was reported that pump cassette was locked and there was a latched error. The event had occurred during testing. Evaluation of the returned device confirmed the reported issue and identified a faulty latch/lock flex sensor.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette locked but not latched. Functional testing confirmed the reported issue. The latch lock, latch lever, and latch sensor will all be replaced when the parts are available.